Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 hospitalization, diabetic ketoacidosis. Multiple issues with his pump the meter and sensors. Sensor tapes not adhering. Device had minor scratched display window, scratched case, pillowing keypad overlay and stained keypad overlay. Device was received without the customer's sensor tape. Unable to verify sensor tape not adhering complaint. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and care link upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. Device communicated properly with the guardian link 3 and the test plug. Device listed the test value of 239 mg/dl on the insulin pump senor graph screen. No pump/senor communication anomaly or calibration anomaly noted. Device was also able to communicate with the test blood glucose meter. The test value of 110 mg/dl was sent by the meter and received by the pump. No pump/meter communication anomaly noted. Device passed the functional test. Unable to confirm alleged diabetic ketoacidosis. No insulin pump anomaly, meter anomaly or sensor anomaly noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and d10 section. The health effect - impact code, medical device problem code and component code that was provided with the initial report was incomplete. The complete information has been included with this report in h6 section.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, low blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was varying, has gone up critical and even low blood glucose of 30 mg/dl and 40 mg/dl and other not specified. Customer stated that they did used auto mode feature at time of event. The customer reported multiple issues with his insulin pump the meter and sensors. Customer stated self-test was passed and displacement test had reservoir not detected. The insulin pump will not be returned for analysis.